Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 50 mg/ml; flex dose 13.80 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2017. It was reported that on (B)(6) 2017 the patient¿s pump was refilled. The hcp could not locate the septum. This was the patient¿s fourth pump in the same pocket area. There was a fair amount of scar tissue so it was not an easy pump refill as the hcp had to "walk the needle around to get it in the reservoir" so it was a "little bit" of an issue accessing the reservoir. Every time the pump refills occur the patient goes "ah ah ah" as if it bother's the patient with the pump refills. At the pump refill on (B)(6) 2017 with the initial stick the hcp got in to the reservoir but aspirated "tea like/old bloody type fluid". The hcp met resistance so the needle was moved and they ¿barbotage¿ like other times and had no problem but then blood came back when the needle came out. First it was clear fluid and then blood. The hcp put pressure on it and the patient stated the pump was so sore. Over the next couple of hours the patient "felt like he was on a high" and it was swollen around the pocket. The hcp did not think it was that swollen right after the refill. The hcp did not want to re-access as there was pain at the pump site which patient described felt "like broken glass". The hcp put ice on it and thought it was maybe a hematoma as the area was "maybe a titch swollen". The patient was on plavix and eliquis so their blood was thinner. The patient¿s vitals were fine. The patient felt better on (B)(6) 2017 as the hcp was texting back and forth with the patient post pump refill. The hcp told the patient if he was not better to go to the emergency department (ed). On (B)(6) 2017 the patient was 95% back to normal. The hcp planned to recommend that the next refill is done at the doctor¿s office as the hcp had been refilling pumps since 1992 at patient¿s homes and this had been the first time anything like this had occurred. The hcp inquired about leakage around the puncture site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.